Event description:
It was reported that the intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). The iol was explanted in a separate surgical procedure due to complaints of halos and foggy vision. Lens was replaced with a alcon lens, serial number (B)(4). There was no patient injury and patient is doing well post operatively. No further information was provided.

Manufacturer narrative:
Weight: unknown as information was asked but it was not provided. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Returned to manufacturer on feb 14, 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. No issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens, the complaint issue could not be confirmed and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.